Event description:
Caller reported an issue with a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the reset process, resulting in the successful initiation of the sensor session without further error codes.